Event description:
Patient was an emergent stemi, went into v-fib and defibrillated. Patient made a large movement with defibrillation and with the next injection of contrast. Noted air embolus. No change in patient condition. Reporting due to development of air embolism. Will submit 2nd report with similar air embolus issue with same injector for different patient. FDA safety report ID # (B)(4).